Event description:
It was reported to boston scientific corporation that three wallflex colonic stents were used in a colonic stenting procedure on (B)(6), 2010 to relieve a patient's blocked colon. According to the complainant, the first stent was a 12cm wallflex colonic stent which failed to deploy when the shaft of the delivery system broke (reported in MFR report # 3005099803-2010-01501). After its' failure to deploy it was removed safely from the patient. The physician then successfully implanted a 9cm wallflex colonic stent. There was no malfunction or problem with the 9cm wallflex colonic stent. The physician decided to complete the procedure by implanting a 6cm wallflex colonic stent (the subject of this MFR. Report). The physician tested deployment outside the patient and the device performed as intended; however, when the physician attempted to deploy the stent inside the patient, it was too rigid and could not be deployed. It was removed from the patient. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on investigation results of handle break, this event is not deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the returned device found the stent fully mounted on the delivery system. The stainless steel handle shaft was found to be bent, and the distal deployment handle was found to be detached from the outer sheath. A functional examination of the returned device was performed. It was possible to retract the outer sheath by hand and deploy the stent; however some resistance was noted due to the bend in the stainless steel shaft. An examination of the deployed stent and the stent holder was performed, and concluded that there were no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.